Manufacturer narrative:
As reported the patient was hospitalized in 2017 and underwent surgery, there is no indication in the information provided that the bard composix kugel hernia patch was explanted at that time. With the limited information available at this time, an assessment cannot be made regarding the degree to which the mesh implant may have caused or contributed to the patient developing an infection and non-healing wound ten years post implant. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additional information has been requested. Should additional information be obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that on (B)(6) 2007 the patient was admitted to the hospital with a "full blown bowel obstruction." As reported a surgical procedure was performed and a bard composix kugel hernia patch was implanted. It is reported that several years later in 2017 the patient was hospitalized with a "serious infection" and underwent surgery. It is reported that the patient has since had a non-healing wound and has experience a weight loss of 35lbs.

Manufacturer narrative:
This is an addendum to the initial emdr to document information provided through medical record review and some additional information provided by the contact. There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. Based on the information provided this is an elderly patient with diabetes, who developed a non-healing wound that became infected. Additionally, the patch was implanted during a procedure in which and enterotomy was made and anastomosis was performed. At this time, we are unable to determine to what extent, if any the bard/davol device may have caused or contributed to the events as reported. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be obtained, a supplemental MDR will be submitted. This report represent the bard/davol composix kugel hernia patch an additional supplemental emdr was submitted to represent the "marlex" mesh implanted in 1990.

Event description:
It was reported that on 03/14/2007 the patient was admitted to the hospital with a "full blown bowel obstruction." As reported a surgical procedure was performed and a bard composix kugel hernia patch was implanted. It is reported that several years later in 2017 the patient was hospitalized with a "serious infection" and underwent surgery. It is reported that the patient has since had a non-healing wound and has experienced a weight loss of 35lbs. Addendum per medical record review and information provided by the contact. Per medical records: (B)(6) 1990 - the patient was implanted with an unspecified "marlex" mesh (bard/davol flat) for the repair of umbilical and epigastric hernia. (B)(6) 2007 - the patient presented to the hospital with chronic small bowel obstruction. (B)(6) 2007 - the patient underwent an exploratory laparotomy, release of small bowel obstruction, enterolysis, jejunojejunostomy, stamm gastrostomy, implant of a bard composix kugel hernia patch to repair recurrent hernia and insert of triple lumen cvp. During this procedure the previous placed "marlex" mesh (bard/davol flat) was noted under exploration and there was a portion of the jejunum noted to be attached to the mesh. The surgeon performed an enterotomy and anastomosis to release the obstruction. There is no indication in the medical records that the "marlex" mesh (bard/davol flat) was explanted. Discharge notes indicate that the patient experienced post operative ileus and was further monitored with an ng tube and IV hydration until this resolved. 01/10/2017 - 07/27/2017 - the patient presented multiples times with abdominal pain and weight loss. (B)(6) 2017 - the patient presented with erythema and edema around the umbilicus, chills and shortness of breath for which he was sent to the emergency dept. Where he was administered IV fluids and admitted. During his stay, on two occasions, the patient underwent bedside incision and drainage of an abscess. The abscess was aspirated for culture prior to incision; the cultures were positive for infection. (B)(6) 2017 - the patient was hospitalized for cardiac issues and underwent pacemaker placement. After discharge the patient was ordered home care for patient wound dressing to the abdomen and pacemaker care through (B)(6) 2017. (B)(6) 2017 - a follow up visit notes lack of progress in the healing of the abdominal area. Per contact and is not based on medical records: (B)(6) 2018 - the patient underwent explant of the bard composix kugel hernia patch, partial removal of intestine and implant of unspecified "pig skin" and unspecified "disposable" mesh to repair defect. The contact reports that there was no second mesh explanted or identified during this procedure. (B)(6) 2018 - the patient was admitted with an infection at the surgical site. As reported the infection is in the muscle layer. The patient was administered IV antibiotics since being admitted with a plan to debride the area.

Manufacturer narrative:
This is an addendum to the previously submitted emdrs to document information provided through medical record review. The additional information provided does not change the initial determination. As reported this is an elderly patient with diabetes, who developed a non-healing wound that became infected. Additionally, the patch was implanted during a procedure in which and enterotomy was made and anastomosis was performed. Based on the information provided, an assessment cannot be made regarding the degree to which the composix kugel hernia patch may have caused or contributed to the patient's condition. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, adhesions and fistula formation are listed in the adverse reaction section as possible complications. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Should additional information be obtained, a supplemental emdr will be submitted.

Event description:
As initially reported on 11/16/2017: it was reported that on (B)(6) 2007 the patient was admitted to the hospital with a "full blown bowel obstruction." As reported a surgical procedure was performed and a bard composix kugel hernia patch was implanted. It is reported that several years later in 2017 the patient was hospitalized with a "serious infection" and underwent surgery. It is reported that the patient has since had a non-healing wound and has experience a weight loss of 35lbs. As reported in supplemental on 02/08/2018: addendum per medical record review and information provided by the contact. Per medical records: on (B)(6) 1990 - the patient was implanted with an unspecified "marlex" mesh (bard/davol flat) for the repair of umbilical and epigastric hernia. On (B)(6) 2007 - the patient presented to the hospital with chronic small bowel obstruction. On (B)(6) 2007 - the patient underwent an exploratory laparotomy, release of small bowel obstruction, enterolysis, jejunojejunostomy, stamm gastrostomy, implant of a bard composix kugel hernia patch to repair recurrent hernia and insert of triple lumen cvp. During this procedure the previous placed "marlex" mesh (bard/davol flat) was noted under exploration and there was a portion of the jejunum noted to be attached to the mesh. The surgeon performed an enterotomy and anastomosis to release the obstruction. There is no indication in the medical records that the "marlex" mesh (bard/davol flat) was explanted. Discharge notes indicate that the patient experienced post operative ileus and was further monitored with an ng tube and IV hydration until this resolved. On (B)(6) 2017 - the patient presented multiples times with abdominal pain and weight loss. On (B)(6) 2017 - the patient presented with erythema and edema around the umbilicus, chills and shortness of breath for which he was sent to the emergency dept. Where he was administered IV fluids and admitted. During his stay, on two occasions, the patient underwent bedside incision and drainage of an abscess. The abscess was aspirated for culture prior to incision; the cultures were positive for infection. On (B)(6) 2017 - the patient was hospitalized for cardiac issues and underwent pacemaker placement. After discharge the patient was ordered home care for patient wound dressing to the abdomen and pacemaker care through on (B)(6) 2017. On (B)(6) 2017 - a follow up visit notes lack of progress in the healing of the abdominal area. Per contact and is not based on medical records: on (B)(6) 2018 - the patient underwent explant of the bard composix kugel hernia patch, partial removal of intestine and implant of unspecified "pig skin" and unspecified "disposable" mesh to repair defect. The contact reports that there was no second mesh explanted or identified during this procedure. On (B)(6) 2018 - the patient was admitted with an infection at the surgical site. As reported the infection is in the muscle layer. The patient was administered IV antibiotics since being admitted with a plan to debride the area. Addendum per medical records provided for a previously reported procedure which occurred on (B)(6) 2018: on (B)(6) 2018 - the patient presented with an abdominal wall abscess, which was drained and now has a chronic mesh related non healing wound. The patient underwent a laparotomy, adhesiolysis, removal of infected mesh with en bloc resection of fistulizing small bowel anastomosis, repair of incisional hernia, right and left component separation with placement of non davol graft sublay and complex closure. The operative report states multiple loops of small bowel were adhered to the back of the mesh. There appeared to be fistulization between at least 3 of the loops and the mesh. "We then attempted to free some of the bowel loops from the mesh to see if we could preserve more small bowel. In the course of doing this, we encountered small bowel spillage from a small bowel loop which had fistulized onto the mesh. Area was irrigated. It became apparent that it was not going to be feasible to salvage any viable small bowel from this process as there were multiple areas where the small bowel had fistulized to the mesh and a central abscess cavity was also found and broken down. The whole segment and complete mesh was excised and sent for pathology. The colon was checked and appeared healthy. Attention was turned to the small bowel. A side to side anastomosis was created with staples." Attention was directed to the component separation portion of the operation with placement of a non davol graft. On (B)(6) 2018 - the patient was seen by the plastic surgeon and was noted to have foul smelling purulent drainage and redness from the midline wound. The patient reported that he had been eating without nausea or vomiting, but has not been hungry. The patient denied any abdominal pain and continued to have bowel movements, no fever / chills. The patient was admitted at this time. The patient's jp drains were remove; his midline incision was opened and packed with wet to dry dressing and he was administered IV antibiotics. He was discharged on (B)(6) 2018.